Event description:
Boston scientific received information that this right ventricular (rv) lead and implantable cardioverter defibrillator (ICD) exhibited low out-of-range (oor) shock lead impedance (sli) measurement which was detected via patient remote monitoring system. Additional information from the field representative indicated that the patient's sli trend history showed normal impedance measurements. The succeeding sli measurements were normal as well. The physician determined that the oor measurement was a one-time occurrence. There were no notable concerns based on the historical trend. The system remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.